Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. The devices large keypad assembly was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not deliver a shock when shock button was pressed. There was no patient involvement reported with the event.